Event description:
During the procedure the matrix soft- 2d coil separated without the detachment system. The coil was removed with the catheter as a unit out of patient's body; did not require surgery or use of snare to take it out. No patient injury and/or complications occurred during this procedure.